Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead implant procedure lead was unable to be implanted due to patient anatomy issue. Physician opted to abort the procedure. There were no other complications during the procedure. Patient was stable.